Event description:
It was reported the programmer freezes up each time it is turned on; unable to interrogate. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; programmer powered up with a system error. Software reloaded to resolve issue. Analysis also found loose posts on the rft (radio frequency transceiver). (B)(4).